Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to high blood glucose levels and infusion sets and cannulas that kinked. The customer's reading was 600 mg/dl. The customer treated with a manual injection. The customer declined to perform the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.